Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had button error and had no response with keypad. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer complained on (B)(6) 2021 insulin pump alarmed stuck button. Device passed self test and displacement test. All buttons function properly. Device successfully downloaded to thus. No stuck button error alarms noted during testing. Verified insulin pump alarmed stuck button on (B)(6) 2020 15:50:08.000 in pump downloaded history. Device passed the keypad voltage test. No damage was noted to keypad assembly and j1 connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed all buttons function properly. No stuck button error alarms noted during testing. However, verified insulin pump alarmed stuck button on (B)(6) 2020 15:50:08.000 in insulin pump downloaded history.